Manufacturer narrative:
Batch review performed on 21 december 2020: lot 2001940: (B)(4) items manufactured and released on 01-jul-2020. Expiration date: 2025-06-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medacta medical affairs department: one month after primary cementless tha dislocation occurs and the head is exchanged to a longer one. No device malfunction, the root cause is most probably insufficient soft tissue tension and relaxation secondary to surgery and rehabilitation. Additional device involved: batch review performed on 21 december 2020: liner: cc e cc light 01.26.3239hct flat pe hc liner ø 32 / c (k120531)lot. 2006350. Lot 2006350: (B)(4) items manufactured and released on 16-jul-2020. Expiration date: 2025-07-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Dislocation head from liner (no loosening) after 2 months from the primary surgery. Femoral head has been successfully revised.